Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer report of the programmer running slowly and freezing during use. The programmer powered up and interrogated devices as required. It was confirmed, however, that the programmer would lock up while attempting to update software. The hard drive was reconfigured and the software reloaded. It was further noted that the micro switch on the printer was broken and the programmer was out of specification on printer-related functional tests, the system fan was intermittently noisy, the power cord door had a broken latch tab, the keyboard latch was broken, the rubber pads on the lower case were damaged, and hard drive health was less than 100%. Parts were replaced and programmer updated. It then passed all final functional and systems tests.

Event description:
It was reported that the programmer runs very slowly and freezes during use. It was further reported that the programmer got "stuck" while it was attempted to be updated with software. The programmer was returned for service. No patient complications have been reported as a result of this event.